Event description:
On (B) (6) 2010 the lay user/reporter contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010 at 1:47 pm the pt obtained the blood glucose readings of 396 mg/dl, 404 mg/dl, 342 mg/dl and 350 mg/dl on the reported meter within 20 minutes of each other. Following these readings, the pt took her usual doses of oral diabetes medications. Twenty minutes later, the pt experienced the symptoms of shaking and headache. The pt administered self-treatment with food and/or a drink; she did not seek medical attention. The pt manages her diabetes with the oral diabetes medications onglyza (saxagliptin), glimepiride and avandamet (metformin/pioglitazone). The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she obtained several elevated readings on the reported meter, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.